Manufacturer narrative:
Follow-up # 1 (05/10/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have dirty spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying the "error 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 9:00am. The patient claimed he manages his diabetes with oral medications of glyburide (5mg) twice daily and metformin (500mg) once daily. Despite the alleged issue, the patient claimed he continued to administer his dose of oral medications. At 10:00pm the following day, the patient reportedly was feeling shaky. The patient however denied seeking any medical treatment. At the time of troubleshooting, the cca noted the test strips were in good condition and the patient was not a first time user of the subject meter. Per the cca documentation, it is not known whether the patient's testing procedure was correct or whether the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.